Event description:
Caller reported a malfunction on pump. There was no reported adverse impact to the customer's blood glucose level. Caller initially could not reset pump due to lack of a charger, but cts provided reset information and assistance. Later, caller was able to clear the malfunction on pump without additional assistance.